Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery during bolus. The customer states they had issues with blank display and no button response as well. The customer's blood glucose level at the time of incident was 290mg/dl, but has gone as high as 400mg/dl. The customer states the no delivery alarm was resolved by a complete set change. Troubleshoot was conducted. The display was fond to have returned after battery change. The customer was advised to monitor the device and call back if issues persist. The customer is being sent replacement battery cap.